Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. Initial MDR is not applicable. Claim # (B)(4).

Manufacturer narrative:
G2: china corrected to korea. H6 - work order search: one additional similar complaint type event within associated lots was found. Claim #(B)(4).

Manufacturer narrative:
Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise, the lens was exchanged for a same length lens. This resolved the problem. Cause of the event was reported as unknown. "It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.